Event description:
According to the customer, some paint chips coming from the surgical light head cover fell into the operating field during surgery. No clinical consequences have been reported by the customer.